Event description:
A supplemental report is being submitted due to completion of the investigation on 02-sep-2024.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2086249 of zebd-7-7 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 27 jun 2024. Visual inspection: stent returned with pigtail straightener in correct orientation, kinks observed on the 2nd and 5h porthole of the pigtail curl on the tapered end. Functional inspection: 0.035 inch does not pass the kinks. Calipers used: ipe0402 information was requested on whether a pigtail straightener or wireguide was used with the device prior to the damaged observed on the stent? Reply received: "I used a straightener to straighten the stent and then advanced it over the guide wire that had been inserted into the body, but felt it get caught halfway. Therefore, I turned the stent around and attempted to advance it again, but it did not advanced, too. When I checked the stent, I noticed that it was kinked. The stent was not inserted into the body." Manufacturing records: prior to distribution, all zebd-7-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-7 device of lot number c2086249 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2086249. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. It should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device becoming kinked as it was being straightened with the pigtail straightener. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, there was a kink and damage at pigtail part. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device becoming kinked as it was being straightened with the pigtail straightener.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: when opened the package of zebd-7-7, the physician found a kink and damage at the pigtail part. He completed the procedure with the same rpn(unknown lot). Patient outcome: prior to patient contact.